Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding'), pelvic pain ('increasingly svere pain/chronic pelvic pain') and perforation ('perforation of organs') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one fallopian tube remained patent". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping),"). The patient was treated with surgery (essure was removed in nov-2015 and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, pelvic pain, perforation, pelvic discomfort, back pain, abdominal distension, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic discomfort, pelvic pain and perforation to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Discrepancy noted in essure insertion date:- (B)(6) 2015 and may-2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed, but one tube patent. Imaging procedure - on (B)(6) 2015: right occlusion only. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- event dysmenorrhea was added.reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly svere pain/chronic pelvic pain") and perforation ("perforation of organs") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one fallopian tube remained patent". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and perforation (seriousness criterion medically significant). The patient was treated with surgery (essure was removed in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain and perforation outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia, pelvic discomfort, pelvic pain and perforation to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed, but one tube patent . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2018: summons received. Updated explant date of essure. Added event perforation of organs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain (seen as pelvic pain), amongst non-serious events. Plaintiff underwent essure removal, six months after insertion. The event is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one fallopian tube remained patent". In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure was removed in (B)(6) 2015). At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension and abdominal pain outcome was unknown and the pelvic discomfort outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed, but one tube patent. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain (seen as pelvic pain), amongst non-serious events. Plaintiff underwent essure removal, six months after insertion. The event is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.